Event description:
It was reported surgical intervention may be undertaken to replace the pt's current renew system with an ipg. F/u identified the pt is without stimulation.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.